Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. There was contrast and blood in the inflation lumen and balloon. There were numerous kinks throughout the hypotube of the device. The distal tip was damaged. The balloon was tightly folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall on the proximal edge of the markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 1.5mm x20mm x143cm coyote¿ es balloon catheter was selected for use and advanced but failed to cross the lesion. The device was re-advanced using a 4fr angiographic catheter and eventually, the coyote¿ es balloon successfully crossed the lesion. However, the balloon ruptured soon after dilation was started. The 1.5mm x20mm x143cm coyote¿ es balloon catheter was exchanged to a 4mm x 20mm x 144cm coyote¿ es balloon catheter but the balloon also ruptured upon the first inflation. The balloon was exchanged to a non-bsc balloon catheter. The non-bsc balloon catheter did not rupture but dilatation was unsuccessful. The balloon was again exchanged to another 6.0x20mm non-bsc balloon but the balloon ruptured. Another 6.0x20mm non-bsc balloon was advanced but dilatation was still unsuccessful. Eventually, the dilatation was performed with a 6.0x20mm peripheral cutting balloon catheter (pcb) and a non-bsc stent was deployed. Post dilation was performed with another 7.0x20mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patients status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07685. It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 1.5mm x20mm x143cm coyote es balloon catheter was selected for use and advanced but failed to cross the lesion. The device was re-advanced using a 4fr angiographic catheter and eventually, the coyote es balloon successfully crossed the lesion. However, the balloon ruptured soon after dilation was started. The 1.5mm x20mm x143cm coyote es balloon catheter was exchanged to a 4mm x 20mm x 144cm coyote es balloon catheter but the balloon also ruptured upon the first inflation. The balloon was exchanged to a non-bsc balloon catheter. The non-bsc balloon catheter did not rupture but dilatation was unsuccessful. The balloon was again exchanged to another 6.0x20mm non-bsc balloon but the balloon ruptured. Another 6.0x20mm non-bsc balloon was advanced but dilatation was still unsuccessful. Eventually, the dilatation was performed with a 6.0x20mm peripheral cutting balloon catheter (pcb) and a non-bsc stent was deployed. Post dilation was performed with another 7.0x20mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patients status was good.